Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found various scratches on the distal end of the main tube exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. Additionally, the back idler pulleys exhibited an orange colored residue. The housing was removed to find the idler pulley cable grooves exhibiting an orange colored residue. No other damage was found. Failure analysis concluded the damage was likely due to improper cleaning. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however; the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that in central processing, the cadiere forceps instrument needs repair. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.